Manufacturer narrative:
On 07/09/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/10/2015 the report was sent to the initial reporter and the case was closed.

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 18 march 2015: lot 104007: (B)(4) stems produced and released on 21 january 2011. Expiration date: 2016-12-31. No anomalies found. To date, all the items of the lot have been sold without any similar issue. On 17 march 2015 the medical affairs director wrote the following analysis: the quality of the attached xray is extremely poor, but it is rather evident that both hips are in need of revision, although it was not specified which one has been operated already. Both stems were implanted too high and not sufficiently covered by bone. Radiolucency and signs of radiographic loosening are evident. The left stem was implanted in a valgus position that is probably causing thigh pain (if it's not the one revised already). I think in this case a suboptimal first operation is the root cause for the loosening and the revision, and a second revision is likely to be required in further for this pt. No problem clearly identifiable to be ascribed to the implanted devices. On 17 march 2015 we got the confirmation that the implant will not be received back.